Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was displayed as "high" on the continuous glucose monitor (cgm), and the meter bg reading was 256 mg/dl. Due to the inaccurate cgm reading, the customer went to the emergency room and was subsequently hospitalized for an elevated bg and ketones. Their bg level (as read from a different meter) was 300 mg/dl. The customer was treated with intravenous fluids of saline and insulin and the customer was discharged from the hospital later the same day with the issue resolved. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.